Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damage cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was worn between 24 and 36 hours on the back. It was noted that the cannula was damaged. Hyperglycemia treated with syringe injections.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin or causing skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No alarms were present in the download data. The device was connected to a master pdm and a 5u test bolus was delivered without generating an alarm. No other issues were found that would contribute to a communication error. Cracks were observed in the top housing, however it cannot be determined when or how this damage occurred.